Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a new teflon infusion set and encountered an occlusion alert that resolved after a restart, followed by rising blood glucose readings and moderate ketones despite tubing changes and guidance; fingerstick values peaked at 424 mg/dl before decreasing to 275 mg/dl, and the infusion set lot was unavailable due to being a sample. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the event was characterized by lack of effect, and device component details were insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.